Manufacturer narrative:
The egb was returned to manufacturer for repair. The sealing rings and the egb front panel were replaced. After performing all the functional tests with positive results, the unit was released back into regular service. The involved egb was manufactured in 2006 and according to the complaints database review a similar event was reported for this unit in 2023. No adverse trend was detected concerning this failure mode. Based on the investigation findings, the root cause of the event has been traced back to faulty egb components. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in (B)(6), germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender gave an error message (e15 code) associated to a fault in ad transformer. The issue occurred during priming. There was no patient involvement.